Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 2.2 mmol/l with confusion and "tingling in the lips" associated with an alleged rf communication issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was noted that the patient took a glucose tablet to increase the bg. During troubleshooting with customer technical support, it was noted that the patient received a "canceled bolus" message on the meter. The patient performed another bolus from the meter which then resulted in a low bg because the bolus was completed from the pump. The patient stated that at the time, she was not aware of checking bolus completion through the pump. This complaint is being reported because the patient experienced hypoglycemia associated with use error.

Manufacturer narrative:
Follow up #1 submitted date: (B)(4) 2018. The device was returned to the manufacturer and investigation completed on (B)(4) 2017 with the following findings: error code: 40 (bolus canceled by signal strength) was observed in the meter history. The meter paired successfully with a test pump. Boluses were executed using the meter remote with no errors occurring. An error code 40 (bolus canceled by signal strength) was induced by moving the meter out of range during a bolus. The meter and test pump both showed the bolus as incomplete. Investigation was unable to duplicate or verify the reported issue the patient¿s pump ((B)(4)) was not returned with the meter for investigation. Investigation was unable to verify the reported issue without patient¿s pump history.